Manufacturer narrative:
According to recent information we received, the patient expired and the cause of death was related to terminal heart failure. No allegation was made against the device or leads; the death was reportedly not related to the earlier infection; and the products are not scheduled to be returned.

Event description:
Boston scientific crm received information that this patient was hospitalized due to a system-related infection. There was no report of adverse patient effects.